Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.

Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approximately fifteen minutes into the procedure, the physician received a low water level reading. Upon investigation, the physician found both the prostatic and anchoring balloons were leaking. The procedure was completed with another prolieve thermodilitation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."